Manufacturer narrative:
Evaluated by approved service center.

Event description:
The device in question was returned to a walkmed infusion approved service center for product evaluation. The approved service center completed testing and could not duplicate, nor confirm, the reported free flow of IV fluid.

Manufacturer narrative:
The device in question has not been returned to walkmed infusion for product evaluation. However walkmed infusion is anticipating the return of this device, so that a product evaluation and investigation can be performed. A device history record and service record review was performed for the reported serial number and no nonconformities were identified.

Event description:
The customer reported a suspicion of free flow of IV fluid with this device. The device in question has not been returned to walkmed infusion for product evaluation.